Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
Tech reported that the head wouldn't raise. The base cover was on the CPR lever causing CPR to be activated and wouldn't allow head to raise. The cover screws were missing causing the cover to not be secure. Tech replaced all 4 screws to hold cover in place and the unit now functions to specs.